Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 36 mg/dl. Customer was treated with orange juice, chocolates , sugar tablets and potato logs for their low and this led to high blood glucose level 400 mg/dl. The high blood glucose level was treated with manual injection. The customer declined to troubleshoot. Customer was using auto mode feature at the time of incident. Customer was neither in emergency room nor admitted into hospital. The pump will not be returned for analysis.